Event description:
It was reported to aesculap inc. That a bipolar fcps rndmicrostr .7mm153mm (part # us345) was used during a procedure performed on (B)(6) 2022. According to the complainant, during the procedure, the forceps were sticking while cauterizing, which led to vessel damage. The complaint device was returned to the manufacturer for evaluation. Although requested, no further information has been made available.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted.

Manufacturer narrative:
Manufacturing site evaluation: the complaint device was returned to the manufacturer for evaluation. A visual examination revealed that the tips of the device were charred and pitted. No other damage was noted. The device history records (DHR) were reviewed for the provided serial number; the device was found to be within specification at the time of production. All device history records (DHR) are reviewed and released according to documented procedures and a device is not released if it does not meet requirements or is nonconforming. There was no evidence to suggest any defect in the design, materials, or workmanship of the device. Furthermore, although the device condition would make the forceps more likely to stick to issue, the manufacturer makes no claim that the device is non-stick, nor is the device marketed as such. Therefore, based on the investigation results, the most probable root cause was determined to be operational error.